Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The protective sheath was present on the stent after it was removed from the hoop. There were no difficulties removing the sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 100% chronic total occlusion in the mid left anterior descending (lad) artery. There were no issues noted when removing the device from the hoop. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent became displaced on the delivery system during delivery to the lesion. The stent remained on the delivery system. The stent was removed directly. It was reported that the patient is alive with no injury.